Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device was testing within specification. There was no known cause of the reported issue, and the device was returned to the customer with no repair provided to it.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an occlusion alarm was triggered. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
D4. Serial # and g1. Contact office region state: correction.